Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that "they" the sensor was broken. The customer's blood glucose level was unknown. The customer reported that they did not see the needle. Customer reported the introducer needle fractured while in the body. Customer reported the introducer needle was no longer in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.